Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported an impella cp was placed to support a postpartum cardiomyopathy patient who was coagulopathic post cesarean section and hemorrhaging from the uterus post delivery. It was reported while on impella cp support, the patient experienced oozing at the impella access site. As a result of the bleeding, the patient was transfused with multiple units of blood, cryoprecipitate, platelets, fresh frozen plasma, and albumin. The patient's heparin was also withheld. Support was continued with the implanted pump following the intervention. The patient was successfully weaned and explanted after 30 hours of support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by adding additional sutures.